Event description:
It was reported that during an open lobectomy, staples were malformed when the left lower lobe was resected at the 2nd and the 3rd firing though the firing forces were the same as usual. The 1st firing was no problem in stapling. Some staples of the proximal part were unformed at the 2nd firing, and a few staples of the middle part were not deployed at the 3rd firing. Reinforcement material was not used. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2012. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: was the instrument fired across or near an existing staple line or clip? No information were any unexpected noises heard? No information if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? The firing force was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was received sterile and in good visual condition, the original reload was loaded in the device. The reload was received fully loaded with staples. The device was opened and tested for functionality and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that device (b) was received sterile and in good visual condition, the original reload was loaded in the device. The reload was received fully loaded with staples. The device was opened and tested for functionality and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that device (c) was received in good visual condition and with three reloads present. The reloads were received fully fired and in good visual condition. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.